Event description:
Customer's daughter reportedly received the following results on her father's the advantage system within 10 minutes: 200 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips were discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.